Manufacturer narrative:
(B)(4).

Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted in the rca. Approximately 26 months post index procedure, the patient was hospitalized with kidney problems. The patient subsequently expired. Cause of death was reported as kidney disease. Cec adjudicated the patient death as cardiac.